Event description:
Per the clinic, the patient was admitted to the hospital for an ear infection and subsequent extrusion of the electrode array . The patient was treated with antibiotics (type not reported) which did not alleviate the problem, resulting in the decision to explant the device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device in the contralateral ear during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).